Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
A report received from the study indicated that a patient died of cerebral hemorrhage approximately 25 months after implantation of the cypher. The target vessel was the mid right coronary artery and the lesion was a de novo, concentric and tubular lesion, moderately calcified and moderately flexed proximal to the target lesion. The diameter of the vessel was 3.95mm and the lesion length was 9.15mm. Pre-procedure stenosis 53% with a type c classification. The procedure was elective and femoral access was chosen. Pre-dilation was conducted with a balloon (4.0/12mm) at 6atm, inflation unknown. Cyhper implanted at 16atm for 16-30 seconds. Post-dilation was conducted with a balloon (4.0/12mm) at 15atm, inflation unknown. Timi flow before and after the procedure was 3. The residual % of stenosis was 13%. Intravascular ultrasound was conducted. Four months later, cag was conducted and a competitor's bms (4.0/12mm: product unknown) was implanted at 14atm for 45 seconds to treat a de novo lesion in the distal right coronary artery with 90% stenosis. The residual % of stenosis was 0%. Three month follow up coronary angiogram showed no complications. However, three months later, the patient lost consciousness and was transferred to the hospital where he was diagnosed with cerebral hemorrhage and received treatment. But ten weeks later, the patient died of cerebral hemorrhage. No autopsy was performed. According to the physician, is highly likely that the cause of this event is non-cardiac (cerebral hemorrhage); therefore, not related to the cypher. According to the physicians, the cause of death was cerebral hemorrhage.